Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the unicel dxl 800 access instrument. A patient sample was tested for accu tni and a result of 1.87ng/ml was obtained. On the same day, the patient original sample was re-tested for accu tnl and the repeated result was 0.01ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected to this event.

Manufacturer narrative:
Qc results were within specifications prior to and after the event. System check performed in 2007, met specifications. The specimen was collected in a lithium heparin tube and centrifuged at 10,000 rpm for 6 minutes. Service information was not provided. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.